Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the complaint device photo review that was reported in the initial MDR submission. This MDR submission is also to report the results of the investigation performed on the returned device. [Conclusion]: the healthcare professional reported that during the procedure targeting a type ii endoleak, the concomitant veloute ultra microcatheter (asahi-intecc) approached the target lesion and the complaint coil, a 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30412534) was inserted but it got stuck in the microcatheter. The reported issue might have been caused by the inner lumen of the microcatheter being too wide. The physician attempted to retract the coil, but the coil was no longer at the distal end of the wire. It was reported that the coil likely got stuck in the microcatheter and became unraveled. The microcatheter was replaced with a prowler select lpes and another coil was used and the coiling procedure was resumed. The procedure was completed using the prowler select lpes and the new coil. The reported event did not result in any procedure delay. There was no report of any patient adverse event or complication as a result of the reported event. The complaint device was received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 41 cm from the hub; this is within specification. The embolic coil was observed stretched and detached from the rest of the device. No other damages nor anomalies were observed. Microscopic inspection was performed. The embolic coil is observed to be mechanically detached from the resistance heating (rh) coil. A review of manufacturing documentation associated with this lot (30412534) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that during the procedure targeting a type ii endoleak, the 2.00mm x 6.00cm galaxy g3 mini coil was inserted into the concomitant veloute ultra microcatheter, but the complaint coil became stuck in the microcatheter. The physician attempted retract the coil but it had prematurely detached. It was reported that the coil likely got stuck in the microcatheter and became unraveled. The complaint device was received. During visual inspection, the coil was observed stretched and detached from the rest of the device. It is possible that force was applied during the attempt to retract the coil when it became stuck in the lumen of the concomitant microcatheter, this resulted in the unraveled coil as reported and as observed of the returned complaint device. Under microscopic inspection, the coil was observed to have been mechanically detached. The reported issue in the complaint has been confirmed based on the microscopic observation. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following caution: pulling the exposed microcoil through the rotating hemostasis valve (rhv) grommet may damage the coil. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On (B)(6) 2021, it was noted that the preliminary photo images of the complaint device first provided by the j&j japan affiliate is not the same coil as the complaint documented. The original photos included captured a 16mm x 50cm deltafill 18 coil (dlf181650) from lot l12778. This coil is not associated with this complaint. The j&j japan affiliate provided the correct photos on 30 march 2021. The updated / correct photos comprised of one microcoil system (glm920060 / 30412534), one prowler select lpes, and the concomitant veloute ultra microcatheter. The photos underwent review by the product analysis lab. The review is documented below. Based on the pre-shipment photos provided, it was noted that the device positioning unit (dpu) of the complaint device is kinked. The embolic coil component is observed outside of the introducer and in stretched condition. The embolic coil is entangled with the rest of the device. In the photo, the embolic coil was observed still attached to the resistance heating (rh) coil. No other damages were observed. The photos confirmed the reported issue that the coil became unraveled / stretched. The reported issue related to the coil becoming prematurely detached could not be confirmed based on the photos; the embolic coil component was observed still attached to the rh coil in the photo. The stretched condition of the embolic coil was confirmed based on the visual inspection performed on the returned complaint device. This observation is consistent with the photo of the complaint device. The returned embolic coil component was stretched as observed in the preliminary photos. The likely cause of the stretched / unraveled condition of the embolic coil is that force may have been applied during the attempt to retract the coil when it became stuck in the lumen of the concomitant microcatheter, this resulted in the embolic coil becoming unraveled / stretched. The mechanically detached state was not observed in the photo but is possible that the embolic coil became detached while the device was in shipping transition. The exact cause of the detached state of the embolic coil cannot be conclusively determined. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The likely cause of the unraveled / stretched condition of the embolic coil is force; during the attempt to retract the coil when it became stuck in the microcatheter likely caused it to unravel / stretch. The exact cause of the premature detachment / detached state of the embolic coil cannot be conclusively determined as the coil was shown still attached in the preliminary photos of the complaint device provided by the j&j japan affiliates. It is possible that the embolic coil became detached during the shipping process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil component in the observed condition as noted in the photos and during the visual and microscopic inspection of the returned device; with the embolic coil detached and stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the investigation conclusion code ¿cause not establish¿ is associated with the investigation finding code ¿interoperability problem identified.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. On 29 march 2021, it was noted that the preliminary photo images of the complaint device first provided by the j&j japan affiliate is not the same coil as the complaint documented. The original photos included captured a 16mm x 50cm deltafill 18 coil (dlf181650) from lot l12778. This coil is not associated with this complaint. The j&j japan affiliate provided the correct photos on 30 march 2021. The updated / correct photos comprised of one microcoil system (glm920060 / 30412534), one prowler select lpes, and the concomitant veloute ultra microcatheter. The photos underwent review by the product analysis lab. The review is documented below. Based on the pre-shipment photos provided, it was noted that the device positioning unit (dpu) of the complaint device is kinked. The embolic coil component is observed outside of the introducer and in stretched condition. The embolic coil is entangled with the rest of the device. In the photo, the embolic coil was observed still attached to the resistance heating (rh) coil. No other damages were observed. The photos confirmed the reported issue that the coil became unraveled / stretched. The reported issue related to the coil becoming prematurely detached could not be confirmed based on the photos; the embolic coil component was observed still attached to the rh coil in the photo.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Investigation findings / investigation conclusions: the ¿no findings available¿ code was used in the investigation findings because the actual device has not been returned; the analysis was done based on the preliminary photos of the complaint device provided by the j&j (B)(4) affiliates. This code corresponds to the code ¿cause not established¿ code in the investigation conclusions. Preliminary photo images of the complaint device were captured by the j&j (B)(4) affiliates. The pre-shipment photos were reviewed by the product analysis lab team. Based on the pre-shipment photos provided, it was noted that the device positioning unit (dpu) of the complaint device has several kinked areas. The embolic coil was observed to be outside of the introducer, it is still attached to the resistance heating (rh) coil. There was no appearance of damage observed on the embolic coil. Based on the photos of the complaint device, the reported issue that the 2.00mm x 6.00cm galaxy g3 mini coil was no longer attached at the distal end of the delivery wire and became unraveled could not be confirmed. The photos showed an embolic coil that is still attached to the rh coil and the condition of the coil was observed to be without any damage. Further investigation will be performed when the device is returned for analysis. A review of manufacturing documentation associated with this lot (30412534) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting a type ii endoleak, the concomitant veloute ultra microcatheter (asahi-intecc) approached the target lesion and the complaint coil, a 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30412534) was inserted but it got stuck in the microcatheter. The reported issue might have been caused by the inner lumen of the microcatheter being too wide. The physician attempted to retract the coil, but the coil was no longer at the distal end of the wire. It was reported that the coil likely got stuck in the microcatheter and became unraveled. The microcatheter was replaced with a prowler select lpes and another coil was used and the coiling procedure was resumed. The procedure was completed using the prowler select lpes and the new coil. The reported event did not result in any procedure delay. There was no report of any patient adverse event or complication as a result of the reported event.